Manufacturer narrative:
Additional information: reporter confirmed that the lens did not have any patient contact and that the event was caused by user/technique error. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2 mm vicmo13.2, -18.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens broken before injection into the eye. Attempts to obtain addition information has been unsuccessful.